Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the pump reset unexpectedly. While the customer was in the process of reloading the cartridge, the pump unexpectedly shutdown. The customer's blood glucose level was not impacted. The customer reported alternate therapy would be used for insulin therapy.